Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The reason for return of the vacuum pump was not confirmed. The assignable cause of the odor/smells issue is likely the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the system issues. Unit meets specifications and was returned to service on (B)(6) 2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a burnt oil odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer turned the unit off and vacated the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.